Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not close. The dislodged grip ring likely caused the grips to not open or close. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The probable root cause of the instrument's jaws failed to open was a result of a dislodged grip ring.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument would not close completely or complete a cycle on tissue, and there were error messages on the surgeon side console (ssc). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument that was used during this incident would not initiate a seal or cycle and therefore would not work at all during the case. A new instrument was obtained to continue the case. No harm or bleeding was experienced.